Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would change pump supplies to address the issue. Reportedly on (B)(6) 2026 the customer¿s blood glucose (bg) level was 473 to 500 mg/dl and the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. While the customer was admitted to the hospital, they continued to use the pump for insulin therapy and the occlusion alarms continued until (B)(6) 2026 when the customer went off the pump and reverted to an alternate method of insulin therapy. The customer was discharged on (B)(6) 26.